Event description:
It was reported that the patient noted feelings of fatigue. The atrial lead exhibited high pacing thresholds, and a chest x-ray revealed that the lead had dislodged. The lead was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.